Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy irregular bleeding") in a 37-year-old female patient who had essure (batch no. A78081,b53552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sore throat, ear pain, nausea, vomiting, diarrhea, svt, tonsillitis, pharyngitis, cough, congestion nasal, dry cough, viral upper respiratory tract infection, walking disability, knee pain (sprain of lateral collateral ligament of knee.), rheumatoid arthritis, cyst (she has been getting cysts or boils sometimes along the superficial breast tissue and in the groin area.), menometrorrhagia, frequent headaches, blood pressure high (130/90), seasonal allergy, delayed period and gestational diabetes. She has had no cough rhinorrhea or nasal congestion. No cervical adenopathy or jvd. Heart is a regular rate and rhythm with no murmur heard. She was not taking anything for there. Patient states baby is doing well. She was currently breastfeeding/pumping,no fever, chills, sweats, nausea, vomiting, or diarrhea. No headache. No rashes, no sore throat, nasal drainage, or congestion. No cough. No swelling or exudate noted. Rhythm with no murmur heard. She has no medication allergies. No oral or pharyngeal swelling is noted,no vesicles or pustules are noted,no masses or organomegaly noted ,no drainage. No recent infections. No tinnitus. No vertigo. No ear paint. No history of cardiac or pulmonary problems. Currently no chest pain, palpitations, shortness of breath. She sleeps well,no evidence of endometriosis is seen in the submitted tissue. No evidence of viral-associated change or dysplasia is noted. No stromal plasma cell infiltrates are noted. No evidence of adenomyosis is noted. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included heartbeats irregular, insomnia since 2010, anemia since (B)(6) 2016, feeling down (feeling down or hopeless,), decreased appetite, restless (feeling very restless.), multigravida, parity 4, vaginal delivery (on (B)(6) 2014), breast pain, dysuria, frequent bowel movements, hemorrhoids, fever, chills, bronchitis, shortness of breath, chest tightness, chest discomfort, difficulty breathing, acute sinusitis, redness, swelling nos, wheezing, pruritic rash, food allergy, hematuria, suprapubic pain, kidney pain, burning sensation, hearing decreased, hearing loss, irregular menstrual cycle, adnexa uteri cyst, cervicitis and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and medroxyprogesterone acetate (provera) since (B)(6) 2016 for birth control as well as citalopram hydrobromide (celexa) from 2015 to 2016, fluticasone propionate (flonase) since 2000 and nifedipine since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). In 2014, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain (gained 70 pounds since essure)") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced rash pruritic ("pruritic rash"). In (B)(6) 2015, the patient experienced fungal infection ("infection (other) : yeast infections"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced urinary tract infection ("infection: uti") and cystitis ("bladder infection"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/ metal allergy"). In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), inflammation ("inflammation"), back pain ("low back pain"), anger ("depression/anger"), depression ("depression/anger"), dermatitis ("dermatitis"), arthralgia ("hip pain"), pain in extremity ("leg pain") and complication of device removal ("she had complications from essure removal procedure/a longer healing period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash pruritic, inflammation, vaginal haemorrhage, menorrhagia, fungal infection, dermatitis, cystitis, tooth disorder, dyspareunia, arthralgia, pain in extremity, complication of device removal and menometrorrhagia outcome was unknown, the abdominal pain, back pain, migraine, allergy to metals, fatigue and alopecia had resolved and the urinary tract infection, anger, depression, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anger, arthralgia, back pain, complication of device removal, cystitis, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, inflammation, menometrorrhagia, menorrhagia, migraine, pain in extremity, pelvic pain, rash pruritic, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure coils were then placed bilaterally according to the manufacturers recommendations. Trailing coils were noted to be 4 or 5 on the patient's right and one on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that tubes were occluded she had a xray and got crutches, negative for any constitutional, respiratory, cardiac, abdominal, gu, neurological and musculoskeletal symptoms. (B)(6) 2015, laboratory studies showed hemoglobin of 12.5, platelet count 340. White blood cell count of 9.0 and tsh of 1.624. (B)(6) 2015 endonrietrial biopsy showed benign menstrual phase endometrium. (B)(6) 2015 ultrasound examination showed uterus measuring 8.5 x 5.1 x 3.8 cm. The essure colts were noted to be in place without complication. Endometrium was 2.1 mm. Right ovary was 2.4 x 1.1 x 2.0 cm. Left ovary was 2.5 x 1.7 x 1.6 cm. Current weight 320 lbs. Approximate weight at the time of essure placement 287 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs event "menometrorrhagia" is added. Outcome of event " anger, weight gain, dysmenorrhea " are not recovered/ not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy irregular bleeding") in a 37-year-old female patient who had essure (batch no. A78081, b53552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sore throat, ear pain, nausea, vomiting, diarrhea, svt, tonsillitis, pharyngitis, cough, congestion nasal, dry cough, viral upper respiratory tract infection, walking disability, knee pain (sprain of lateral collateral ligament of knee.), rheumatoid arthritis, cyst (she has been getting cysts or boils sometimes along the superficial breast tissue and in the groin area.), menometrorrhagia, headache, blood pressure high (130/90), seasonal allergy, delayed period and gestational diabetes. She has had no cough rhinorrhea or nasal congestion. No cervical adenopathy or jvd. Heart is a regular rate and rhythm with no murmur heard. She was not taking anything for there. Patient states baby is doing well. She was currently breastfeeding/ pumping,no fever, chills, sweats, nausea, vomiting, or diarrhea. No headache. No rashes, no sore throat, nasal drainage, or congestion. No cough. No swelling or exudate noted. Rhythm with no murmur heard. She has no medication allergies. No oral or pharyngeal swelling is noted,no vesicles or pustules are noted, no masses or organomegaly noted, no drainage. No recent infections. No tinnitus. No vertigo. No ear pain. T. No history of cardiac or pulmonary problems. Currently no chest pain, palpitations, shortness of breath. She sleeps well,no evidence of endometriosis is seen in the submitted tissue. No evidence of viral-associated change or dysplasia is noted. No stromal plasma cell infiltrates are noted. No evidence of adenomyosis is noted. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included heartbeats irregular, insomnia since 2010, anemia since (B)(6) 2016, feeling down (feeling down or hopeless,), decreased appetite, restless (feeling very restless.), multigravida, parity 4, vaginal delivery (on (B)(6) 2014), breast pain, dysuria, frequent bowel movements, hemorrhoids, fever, chills, bronchitis, shortness of breath, chest tightness, chest discomfort, difficulty breathing, acute sinusitis, redness, swelling, wheezing, pruritic rash, food allergy, hematuria, suprapubic pain, kidney pain, burning sensation, hearing decreased, hearing loss, irregular menstrual cycle, adnexa uteri cyst, cervicitis and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and medroxyprogesterone acetate (provera) since (B)(6) 2016 for birth control as well as citalopram hydrobromide (celexa) from 2015 to 2016, fluticasone propionate (flonase) since 2000 and nifedipine since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain (gained 70 pounds since essure)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fungal infection ("infection (other) : yeast infections"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced urinary tract infection ("infection: uti"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection"). In 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/ metal allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), rash pruritic ("pruritic rash "), inflammation ("inflammation"), back pain ("low back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anger ("depression/anger"), depression ("depression/anger"), dermatitis ("dermatitis"), arthralgia ("hip pain"), pain in extremity ("leg pain") and complication of device removal ("she had complications from essure removal procedure/a longer healing period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash pruritic, inflammation, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, anger, dermatitis, cystitis, tooth disorder, dyspareunia, weight increased, arthralgia, pain in extremity and complication of device removal outcome was unknown, the abdominal pain, back pain, migraine, allergy to metals, dysmenorrhoea, fatigue and alopecia had resolved and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anger, arthralgia, back pain, complication of device removal, cystitis, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, rash pruritic, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure coils were then placed bilaterally according to the manufacturers recommendations. Trailing coils were noted to be 4 or 5 on the patient's right and one on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that tubes were occluded she had a xray and got crutches, negative for any constitutional, respiratory, cardiac, abdominal, gu, neurological and musculoskeletal symptoms. (B)(6) 2015, laboratory studies showed hemoglobin of 12.5, platelet count 340. White blood cell count of 9.0 and tsh of 1.624. (B)(6) 2015 endonrietrial biopsy showed benign menstrual phase endometrium. (B)(6) 2015 ultrasound examination showed uterus measuring 8.5 x 5.1 x 3.8 cm. The essure colts were noted to be in place without complication. Endometriurn was 2.1 mm. Right ovary was 2.4 x 1.1 x 2.0 cm. Left ovary was 2.5 x 1.7 x 1.6 cm. Current weight 320 lbs. Approximate weight at the time of essure placement 287 lbs. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Plaintiff demographics updated and concomitant disease and concomitant medication added. Essure indication updated and lot number added. New events abnormal bleeding(vaginal, menorrhagia), metal allergy, infection: bladder/urinary, infection (other): yeast infections, depression/anger, dermatitis, bladder or urinary problems or changes, migraines /headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, hip pain, leg pain, she had complications from essure removal procedure/a longer healing period were added. Event skin rash updated to pruritic rash. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy irregular bleeding") in a 37-year-old female patient who had essure (batch no. A78081,b53552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sore throat, ear pain, nausea, vomiting, diarrhea, svt, tonsillitis, pharyngitis, cough, congestion nasal, dry cough, viral upper respiratory tract infection, walking disability, knee pain (sprain of lateral collateral ligament of knee.), rheumatoid arthritis, cyst (she has been getting cysts or boils sometimes along the superficial breast tissue and in the groin area.), menometrorrhagia, frequent headaches, blood pressure high (130/90), seasonal allergy, delayed period and gestational diabetes. She has had no cough rhinorrhea or nasal congestion.no cervical adenopathy or jvd.heart is a regular rate and rhythm with no murmur heard.she was not taking anything for there. Patient states baby is doing well. She was currently breastfeeding/pumping,no fever, chills, sweats, nausea, vomiting, or diarrhea. No headache. No rashes, no sore throat, nasal drainage, or congestion. No cough.no swelling or exudate noted. Rhythm with no murmur heard.she has no medication allergies.no oral or pharyngeal swelling is noted,no vesicles or pustules are noted,no masses or organomegaly noted ,no drainage. No recent infections. No tinnitus. No vertigo. No ear pain.t. No history of cardiac or pulmonary problems. Currently no chest pain, palpitations, shortness of breath. She sleeps well, no evidence of endometriosis is seen in the submitted tissue.no evidence of viral-associated change or dysplasia is noted.no stromal plasma cell infiltrates are noted. No evidence of adenomyosis is noted. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included heartbeats irregular, insomnia since 2010, anemia since (B)(6) 2016, feeling down (feeling down or hopeless,), decreased appetite, restless (feeling very restless.), multigravida, parity 4, vaginal delivery (on (B)(6) 2014), breast pain, dysuria, frequent bowel movements, hemorrhoids, fever, chills, bronchitis, shortness of breath, chest tightness, chest discomfort, difficulty breathing, acute sinusitis, redness, swelling nos, wheezing, pruritic rash, food allergy, hematuria, suprapubic pain, kidney pain, burning sensation, hearing decreased, hearing loss, irregular menstrual cycle, adnexa uteri cyst, cervicitis and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and medroxyprogesterone acetate (provera) since (B)(6) 2016 for birth control as well as citalopram hydrobromide (celexa) from 2015 to 2016, fluticasone propionate (flonase) since 2000 and nifedipine since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). In 2014, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain (gained 70 pounds since essure)") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced rash pruritic ("pruritic rash"). In (B)(6) 2015, the patient experienced fungal infection ("infection (other) : yeast infections"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced urinary tract infection ("infection: uti") and cystitis ("bladder infection"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/ metal allergy"). In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), inflammation ("inflammation"), back pain ("low back pain"), anger ("depression/anger"), depression ("depression/anger"), dermatitis ("dermatitis"), arthralgia ("hip pain"), pain in extremity ("leg pain") and complication of device removal ("she had complications from essure removal procedure/a longer healing period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash pruritic, inflammation, vaginal haemorrhage, menorrhagia, fungal infection, dermatitis, cystitis, tooth disorder, dyspareunia, arthralgia, pain in extremity, complication of device removal and menometrorrhagia outcome was unknown, the abdominal pain, back pain, migraine, allergy to metals, fatigue and alopecia had resolved and the urinary tract infection, anger, depression, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anger, arthralgia, back pain, complication of device removal, cystitis, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, inflammation, menometrorrhagia, menorrhagia, migraine, pain in extremity, pelvic pain, rash pruritic, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure coils were then placed bilaterally according to the manufacturers recommendations. Trailing coils were noted to be 4 or 5 on the patient's right and one on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that tubes were occluded she had a xray and got crutches, negative for any constitutional, respiratory, cardiac, abdominal, gu, neurological and musculoskeletal symptoms. (B)(6) 2015, laboratory studies showed hemoglobin of 12.5, platelet count 340. White blood cell count of 9.0 and tsh of 1.624. (B)(6) 2015 endonrietrial biopsy showed benign menstrual phase endometrium. (B)(6) 2015 ultrasound examination showed uterus measuring 8.5 x 5.1 x 3.8 cm. The essure colts. Were noted to be in place without complication. Endometriurn was 2.1 mm. Right ovary was 2.4 x 1.1 x 2.0 cm. Left ovary was 2.5 x 1.7 x 1.6 cm. Current weight 320 lbs. Approximate weight at the time of essure placement 287 lbs. Lot number a78081: manufacture date: 2012-12 expiration date: 2015-12. Lot number b53552: manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy irregular bleeding') in a 37-year-old female patient who had essure (batch no. A78081,b53552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, ear pain, nausea, vomiting, diarrhea, svt, tonsillitis, pharyngitis, cough, congestion nasal, dry cough, viral upper respiratory tract infection, walking disability, knee pain (sprain of lateral collateral ligament of knee.), rheumatoid arthritis, cyst (she has been getting cysts or boils sometimes along the superficial breast tissue and in the groin area.), menometrorrhagia, frequent headaches, blood pressure high (130/90), seasonal allergy, delayed period and gestational diabetes. She has had no cough rhinorrhea or nasal congestion.no cervical adenopathy or jvd.heart is a regular rate and rhythm with no murmur heard.she was not taking anything for there.patient states baby is doing well. She was currently breastfeeding/ pumping,no fever, chills, sweats, nausea, vomiting, or diarrhea. No headache. No rashes, no sore throat, nasal drainage, or congestion. No cough.no swelling or exudate noted. Rhythm with no murmur heard.she has no medication allergies.no oral or pharyngeal swelling is noted,no vesicles or pustules are noted,no masses or organomegaly noted ,no drainage. No recent infections. No tinnitus. No vertigo. No ear pain.t. No history of cardiac or pulmonary problems.currently no chest pain, palpitations, shortness of breath. She sleeps well,no evidence of endometriosis is seen in the submitted tissue.no evidence of viral-associated change or dysplasia is noted.no stromal plasma cell infiltrates are noted. No evidence of adenomyosis is noted. *she had a xray and got crutches, negative for any constitutional, respiratory, cardiac, abdominal, gu, neurological and musculoskeletal symptoms. (B)(6) 2015, laboratory studies showed hemoglobin of 12.5, platelet count 340. White blood cell count of 9.0 and tsh of 1.624. (B)(6) 2015 endonrietrial biopsy showed benign menstrual phase endometrium. (B)(6) 2015 ultrasound examination showed uterus measuring 8.5 x 5.1 x 3.8 cm. The essure colts were noted to be in place without complication. Endometriurn was 2.1 mm. Right ovary was 2.4 x 1.1 x 2.0 cm. Left ovary was 2.5 x 1.7 x 1.6 cm. Current weight 320 lbs. Approximate weight at the time of essure placement 287 lbs. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included anemia since (B)(6) 2016, insomnia since 2010, heartbeats irregular, feeling down (feeling down or hopeless,), decreased appetite, restless (feeling very restless.), multigravida, parity 4, vaginal delivery (on (B)(6) 2014), breast pain, dysuria, frequent bowel movements, hemorrhoids, fever, chills, bronchitis, shortness of breath, chest tightness, chest discomfort, difficulty breathing, acute sinusitis, redness, swelling nos, wheezing, pruritic rash, food allergy, hematuria, suprapubic pain, kidney pain, burning sensation, hearing decreased, hearing loss, irregular menstrual cycle, adnexa uteri cyst, cervicitis and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and medroxyprogesterone acetate (provera) since (B)(6) 2016 for birth control as well as citalopram hydrobromide (celexa) from 2015 to 2016, fluticasone propionate (flonase) since 2000 and nifedipine since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). In 2014, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain (gained 70 pounds since essure)"). In (B)(6) 2014, the patient experienced rash pruritic ("pruritic rash"). In (B)(6) 2015, the patient experienced fungal infection ("infection (other) : yeast infections"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection: uti") and cystitis ("bladder infection"), 1 year 4 months after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/ metal allergy"). In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping/ lower belly pain"), inflammation ("inflammation"), back pain ("low back pain"), anger ("depression/anger"), depression ("depression/anger"), dermatitis ("dermatitis"), arthralgia ("hip pain"), pain in extremity ("leg pain"), complication of device removal ("she had complications from essure removal procedure/a longer healing period"), tooth fracture ("broken tooth"), abdominal distension ("my belly swelled up to the point"), malaise ("sick"), dental caries ("cavities"), hypoaesthesia oral ("numbness of tongue"), fear ("scare"), rheumatoid arthritis ("rheumatoid arthritis") and cardiac disorder ("heart problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash pruritic, inflammation, vaginal haemorrhage, menorrhagia, fungal infection, dermatitis, cystitis, tooth disorder, dyspareunia, arthralgia, pain in extremity, complication of device removal, menometrorrhagia, tooth fracture, abdominal distension, malaise, dental caries, weight decreased, hypoaesthesia oral, fear, rheumatoid arthritis and cardiac disorder outcome was unknown, the abdominal pain, back pain, migraine, allergy to metals, fatigue and alopecia had resolved and the urinary tract infection, anger, depression, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, arthralgia, back pain, cardiac disorder, complication of device removal, cystitis, dental caries, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fear, fungal infection, genital haemorrhage, hypoaesthesia oral, inflammation, malaise, menometrorrhagia, menorrhagia, migraine, pain in extremity, pelvic pain, rash pruritic, rheumatoid arthritis, tooth disorder, tooth fracture, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the essure coils were then placed bilaterally according to the manufacturers recommendations. Trailing coils were noted to be 4 or 5 on the patient's right and one on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that tubes were occluded. Lot number a78081: manufacture date: 2012-12 expiration date: 2015-12. Lot number b53552: manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added:broken tooth, my belly swelled up to the point, sick, cavities, weight loss, numbness of tongue, scare, rheumatoid arthritis, heart problems. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy irregular bleeding') in a 37-year-old female patient who had essure (batch no. A78081,b53552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, ear pain, nausea, vomiting, diarrhea, svt, tonsillitis, pharyngitis, cough, congestion nasal, dry cough, viral upper respiratory tract infection, walking disability, knee pain (sprain of lateral collateral ligament of knee.), rheumatoid arthritis, cyst (she has been getting cysts or boils sometimes along the superficial breast tissue and in the groin area.), menometrorrhagia, frequent headaches, blood pressure high (130/90), seasonal allergy, delayed period and gestational diabetes. She has had no cough rhinorrhea or nasal congestion.no cervical adenopathy or jvd.heart is a regular rate and rhythm with no murmur heard.she was not taking anything for there.patient states baby is doing well. She was currently breastfeeding/ pumping,no fever, chills, sweats, nausea, vomiting, or diarrhea. No headache. No rashes, no sore throat, nasal drainage, or congestion. No cough.no swelling or exudate noted. Rhythm with no murmur heard.she has no medication allergies.no oral or pharyngeal swelling is noted,no vesicles or pustules are noted,no masses or organomegaly noted ,no drainage. No recent infections. No tinnitus. No vertigo. No ear pain.t. No history of cardiac or pulmonary problems.currently no chest pain, palpitations, shortness of breath. She sleeps well,no evidence of endometriosis is seen in the submitted tissue.no evidence of viral-associated change or dysplasia is noted.no stromal plasma cell infiltrates are noted. No evidence of adenomyosis is noted. *she had a xray and got crutches, negative for any constitutional, respiratory, cardiac, abdominal, gu, neurological and musculoskeletal symptoms. (B)(6)2015, laboratory studies showed hemoglobin of 12.5, platelet count 340. White blood cell count of 9.0 and tsh of 1.624. (B)(6)2015 endonrietrial biopsy showed benign menstrual phase endometrium. (B)(6)2015 ultrasound examination showed uterus measuring 8.5 x 5.1 x 3.8 cm. The essure colts were noted to be in place without complication. Endometriurn was 2.1 mm. Right ovary was 2.4 x 1.1 x 2.0 cm. Left ovary was 2.5 x 1.7 x 1.6 cm. Current weight 320 lbs. Approximate weight at the time of essure placement 287 lbs. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included anemia since (B)(6) 2016, insomnia since 2010, heartbeats irregular, feeling down (feeling down or hopeless,), decreased appetite, restless (feeling very restless.), multigravida, parity 4, vaginal delivery (on (B)(6)2014), breast pain, dysuria, frequent bowel movements, hemorrhoids, fever, chills, bronchitis, shortness of breath, chest tightness, chest discomfort, difficulty breathing, acute sinusitis, redness, swelling nos, wheezing, pruritic rash, food allergy, hematuria, suprapubic pain, kidney pain, burning sensation, hearing decreased, hearing loss, irregular menstrual cycle, adnexa uteri cyst, cervicitis and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6)2014 and medroxyprogesterone acetate (provera) since (B)(6) 2016 for birth control as well as from (B)(6) to (B)(6) , since 2000 and nifedipine since (B)(6) 2013. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). In 2014, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain (gained 70 pounds since essure)"). In (B)(6) 2014, the patient experienced rash pruritic ("pruritic rash"). In (B)(6) 2015, the patient experienced fungal infection ("infection (other) : yeast infections"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection: uti") and cystitis ("bladder infection"), 1 year 4 months after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/ metal allergy"). In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/ lower belly pain"), inflammation ("inflammation"), back pain ("low back pain"), anger ("depression/anger"), depression ("depression/anger"), dermatitis ("dermatitis"), arthralgia ("hip pain"), pain in extremity ("leg pain/hand pain"), complication of device removal ("she had complications from essure removal procedure/a longer healing period"), tooth fracture ("broken tooth"), abdominal distension ("my belly swelled up to the point"), malaise ("sick"), dental caries ("cavities"), hypoaesthesia oral ("numbness of tongue"), fear ("scare"), rheumatoid arthritis ("rheumatoid arthritis"), cardiac disorder ("heart problems"), feeling abnormal ("brain fog"), headache ("headache"), deafness ("losing my hearing"), hypoaesthesia ("entire butt is numb"), peripheral swelling ("swollen glands"), hot flush ("hot flash") and rash ("face also started breaking out") and was found to have weight decreased ("weight loss"), heart rate increased ("heart rate upto 199") and hormone level abnormal ("hormones are horribly low"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash pruritic, inflammation, vaginal haemorrhage, menorrhagia, fungal infection, dermatitis, cystitis, tooth disorder, dyspareunia, arthralgia, complication of device removal, menometrorrhagia, tooth fracture, abdominal distension, malaise, dental caries, weight decreased, hypoaesthesia oral, fear, rheumatoid arthritis, cardiac disorder, feeling abnormal, headache, deafness, heart rate increased, hot flush, hormone level abnormal and rash outcome was unknown, the abdominal pain lower, back pain, migraine, allergy to metals, fatigue, alopecia and peripheral swelling had resolved and the urinary tract infection, anger, depression, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anger, arthralgia, back pain, cardiac disorder, complication of device removal, cystitis, deafness, dental caries, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fear, feeling abnormal, fungal infection, genital haemorrhage, headache, heart rate increased, hormone level abnormal, hot flush, hypoaesthesia, hypoaesthesia oral, inflammation, malaise, menometrorrhagia, menorrhagia, migraine, pain in extremity, pelvic pain, peripheral swelling, rash, rash pruritic, rheumatoid arthritis, tooth disorder, tooth fracture, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the essure coils were then placed bilaterally according to the manufacturers recommendations. Trailing coils were noted to be (B)(4) or(B)(4) on the patient's right and one on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: confirmed that tubes were occluded. Lot number a78081: manufacture date: 2012-12 expiration date: 2015-12 lot number b53552: manufacture date: 2013-07 expiration date: 2016-07 concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal, headache, deafness, hypoaesthesia, lymphadenopathy, heart rate increased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: social media received. Reporter information added. Event : brain fog, headache, losing my hearing, entire butt is numb, swollen hands, heart rate upto 199, hot flush, hormone levels are horribly low and skin is breaking out added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 37-year-old female patient who had essure (batch no. A78081,b53552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, ear pain, nausea, vomiting, diarrhea, svt, tonsillitis, pharyngitis, cough, congestion nasal, dry cough, viral upper respiratory tract infection, walking disability, knee pain (sprain of lateral collateral ligament of knee.), rheumatoid arthritis, cyst (she has been getting cysts or boils sometimes along the superficial breast tissue and in the groin area.), menometrorrhagia, frequent headaches, blood pressure high (130/90), seasonal allergy, delayed period, gestational diabetes and pregnancy. She has had no cough rhinorrhea or nasal congestion. No cervical adenopathy or jvd. Heart is a regular rate and rhythm with no murmur heard. She was not taking anything for there. Patient states baby is doing well. She was currently breastfeeding/ pumping,no fever, chills, sweats, nausea, vomiting, or diarrhea. No headache. No rashes, no sore throat, nasal drainage, or congestion. No cough. No swelling or exudate noted. Rhythm with no murmur heard. She has no medication allergies. No oral or pharyngeal swelling is noted,no vesicles or pustules are noted,no masses or organomegaly noted ,no drainage. No recent infections. No tinnitus. No vertigo. No ear pain.t. No history of cardiac or pulmonary problems. Currently no chest pain, palpitations, shortness of breath. She sleeps well,no evidence of endometriosis is seen in the submitted tissue. No evidence of viral-associated change or dysplasia is noted. No stromal plasma cell infiltrates are noted. No evidence of adenomyosis is noted. She had a xray and got crutches, negative for any constitutional, respiratory, cardiac, abdominal, gu, neurological and musculoskeletal symptoms. (B)(6) 2015, laboratory studies showed hemoglobin of 12.5, platelet count 340. White blood cell count of 9.0 and tsh of 1.624. (B)(6) 2015 "endometrial" biopsy showed benign menstrual phase endometrium. (B)(6) 2015 ultrasound examination showed uterus measuring 8.5 x 5.1 x 3.8 cm. The essure colts were noted to be in place without complication. "Endometrium" was 2.1 mm. Right ovary was 2.4 x 1.1 x 2.0 cm. Left ovary was 2.5 x 1.7 x 1.6 cm. Current weight 320 lbs. Approximate weight at the time of essure placement 287 lbs. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included anemia since (B)(6) 2016, insomnia since 2010, heartbeats irregular, feeling down (feeling down or hopeless,), decreased appetite, restless (feeling very restless.), multigravida, parity 4, vaginal delivery (on (B)(6) 2014), breast pain, dysuria, frequent bowel movements, hemorrhoids, fever, chills, bronchitis, shortness of breath, chest tightness, chest discomfort, difficulty breathing, acute sinusitis, redness, swelling nos, wheezing, pruritic rash, food allergy, hematuria, suprapubic pain, kidney pain, burning sensation, hearing decreased, hearing loss, irregular menstrual cycle, adnexa uteri cyst, cervicitis and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and medroxyprogesterone acetate (provera) since (B)(6) 2016 for birth control as well as from 2015 to 2016, since 2000 and nifedipine since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). In 2014, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain (gained 70 pounds since essure)"). In (B)(6) 2014, the patient experienced rash pruritic ("pruritic rash"). In (B)(6) 2015, the patient experienced fungal infection ("infection (other) : yeast infections"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection: uti") and cystitis ("bladder infection"), 1 year 4 months after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/ metal allergy"). In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage ("heavy irregular bleeding"), abdominal pain lower ("cramping/ lower belly pain"), inflammation ("inflammation"), back pain ("low back pain"), anger ("depression/anger"), depression ("depression/anger"), dermatitis ("dermatitis"), arthralgia ("hip pain"), pain in extremity ("leg pain/hand pain"), complication of device removal ("she had complications from essure removal procedure/a longer healing period"), tooth fracture ("broken tooth"), abdominal distension ("my belly swelled up to the point"), malaise ("sick"), dental caries ("cavities"), the first episode of hypoaesthesia oral ("numbness of tongue"), fear ("scare"), rheumatoid arthritis ("rheumatoid arthritis"), cardiac disorder ("heart problems"), feeling abnormal ("brain fog"), headache ("headache"), deafness ("losing my hearing"), hypoaesthesia ("entire butt is numb"), peripheral swelling ("swollen hands"), hot flush ("hot flash"), rash ("face also started breaking out/skin rash"), anxiety ("anxiety"), the second episode of hypoaesthesia oral ("my tongue being numb after surgery"), bladder disorder ("bladder issues"), swelling ("swelling") and muscle spasms ("muscle spasms") and was found to have weight decreased ("weight loss"), heart rate increased ("heart rate upto 199") and hormone level abnormal ("hormones are horribly low"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash pruritic, inflammation, vaginal haemorrhage, menorrhagia, fungal infection, dermatitis, cystitis, tooth disorder, dyspareunia, arthralgia, complication of device removal, menometrorrhagia, tooth fracture, abdominal distension, malaise, dental caries, weight decreased, fear, rheumatoid arthritis, cardiac disorder, feeling abnormal, headache, deafness, heart rate increased, hot flush, hormone level abnormal, rash, anxiety, the last episode of hypoaesthesia oral, bladder disorder, swelling and muscle spasms outcome was unknown, the abdominal pain lower, back pain, migraine, allergy to metals, fatigue, alopecia and peripheral swelling had resolved and the urinary tract infection, anger, depression, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anger, anxiety, arthralgia, back pain, bladder disorder, cardiac disorder, complication of device removal, cystitis, deafness, dental caries, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fear, feeling abnormal, fungal infection, genital haemorrhage, headache, heart rate increased, hormone level abnormal, hot flush, hypoaesthesia, inflammation, malaise, menometrorrhagia, menorrhagia, migraine, muscle spasms, pain in extremity, pelvic pain, peripheral swelling, rash, rash pruritic, rheumatoid arthritis, swelling, tooth disorder, tooth fracture, urinary tract infection, vaginal haemorrhage, weight decreased, weight increased, the first episode of hypoaesthesia oral and the second episode of hypoaesthesia oral to be related to essure. The reporter commented: the essure coils were then placed bilaterally according to the manufacturers recommendations. Trailing coils were noted to be 4 or 5 on the patient's right and one on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that tubes were occluded. Lot number a78081: manufacture date: 2012-12 expiration date: 2015-12. Lot number b53552: manufacture date: 2013-07 expiration date: 2016-07. Concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal, headache, deafness, hypoaesthesia, lymphadenopathy, heart rate increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received. Events added: anxiety, my tongue being numb after surgery, bladder issues, swelling and muscle spasms. Event clubbed: face also started breaking out/skin rash. Medical history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), inflammation ("inflammation") and back pain ("low back pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, inflammation and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage, inflammation, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.